Event description:
A patient reported on (B)(6) 2016 that there was an informational power on reset (por) on that date that was successfully cleared. The issue was then noted to be resolved. The patient had felt a little pain in relation to the por. The indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.